Event description:
A motor stall and motor stall recovery more than 2 hours was reported. The patient experienced flu like symptoms, nausea and pain. The pump was replaced. It was noted that when the hcp opened the pump pocket to change the pump the catheter had been sheared. There was good csf flow from the spinal segment. The hcp put on a new sutureless connector and reduced the dose to 20mg/day. The patient status at the time of the report was indicated as alive, no injury. The pump was used to deliver morphine. Additional information reported the logs showed multiple stalls and recoveries.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).